Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The holding sleeve 105 mm (p/n: 394.46, lot #: 2009687) was returned and received at us cq. Upon visual inspection, it was observed that the wing screw was broken. The broken thread was lodged in the holding sleeve. No other issues were identified with the returned components of the device. The customer reported the locking nut broke off inside the holding sleeve for large distractor. The repair technician reported the wing screw broken inside of threads and the device (p/n: 294.55) was stuck inside. The supplier unable to repair was the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The complaint condition is confirmed for the holding sleeve 105 mm (p/n: 394.46, lot #: 2009687). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 394.46 lot number: 2009687, a manufacturing related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown orthopedic procedure, an unknown locking nut broke off inside the holding sleeve for large distractor while attempting to tighten it against the schanz screw blunted trocar point. Procedure was successfully completed with no delay, without patient consequences reported. Concomitant device reported: schanz screw blunted trocar point (part# 294.55, lot# unknown, quantity 1). This complaint involves one (1) devices. This is report 1 of 1 for (B)(4).